Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not securely connect with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause has not been positively identified. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
During servicing of a (B)(6) male pt's electrode belt, which was returned for an unrelated issue, a reportable problem was discovered. The trunk cable connector would not latch to a test monitor.